Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to dislodgement and the patient was no longer dependent with the device. There were no allegations against the device functionality. This lead will be returned for analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The stylet was returned with the lead. There was nothing visually wrong with the lead that would cause dislodgement. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.